Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device check. Upon fluoroscopy, it was discovered that the right atrial lead had dislodged. The dislodgement caused intermittent capture and a drop in sensing. The physician repositioned the lead successfully and the patient was in stable condition post operation.